Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to recurrent sui and recurrent cystocele. It was reported that the patient underwent mesh removal/revision of sling and repair urethra injury on (B)(6) 2013 due to urethra injury, mechanical complication of genitourinary device and voiding difficulty. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat urinary incontinence and cystocele. It was reported that the patient had a concurrent procedure of an anterior repair performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.